Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself, then back on again, twice during an event involving a patient. The biomedical engineer advised that one of the batteries in the device was completely depleted. No further details about the patient or the event were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information from the customer about both the patient and the event; however, no response has been received.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself, then back on again, twice during an event involving a patient. The biomedical engineer advised that one of the batteries in the device was completely depleted. No further details about the patient or the event were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information from the customer about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: model # ¿ mkj section d4 of the initial medwatch report should indicate: model # ¿ 15.

Manufacturer narrative:
The original date provided in the initial medwatch report was (B)(6) 2018 due to the reporter not knowing the exact date of the reported event. Physio-control downloaded the device's electronic records for review. Upon review of the electronic record from the event, physio-control determined that the date of the event was actually (B)(6) 2018. The report has been updated to reflect this new information. Additionally, the electronic record indicated that the patient was a 68 year-old female. This report has been updated, accordingly. Through analysis of the electronic record, physio-control verified the reported issue, observing that there were two (2) uncontrolled power off events. No further conclusions could be drawn from this information. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself, then back on again, twice during an event involving a patient. The biomedical engineer advised that one of the batteries in the device was completely depleted. No further details about the patient or the event were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information from the customer about both the patient and the event; however, no response has been received.